Manufacturer narrative:
The release sheath of a smart flex 5x80 120cm self-expanding stent system (ses) is opened when the stent enters a 7f non-cordis long sheath along a 0.035 non-cordis guidewire, and the stent is released in advance. There was no vessel calcification. The target site was a mesenteric dissection. There was no reported patient injury. The stent stuck out prematurely. The device was able to be removed easily from the patient. The stent was still attached to the delivery system upon removal. The device remained in one piece during its removal. The device was stored and prepped per the IFU. There was no difficulty experienced in prepping the device. It was verified prior to insertion that stent was contained within the outer sheath/introducer of the system. The guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. The product was returned for analysis. A non-sterile unit of product smart flex 5x80 vascular 120cm ses was received coiled inside of a clear plastic bag. Per visual analysis the stent was partially deployed, with the plastic nut of the hemostasis valve fully locked. In addition, two kinks were noted, one located approximately at 74.5 cm from the distal end and other on the stainless steel hypotube located approximately at 10 cm from the proximal end. No other damages or anomalies were noted. Dimensional analysis was not performed due to the kinks. Per functional analysis the hemostasis valve was unlocked on the stent delivery system. The stent deployment functionality test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. Despite the observed kinks the stent deployment was continued until the remainder of the stent was fully unsheathed and expanded. Even with the observed kinks no difficulty or anomaly such as resistance, friction, or incomplete stent deployment was observed during the deployment procedure. The deployed stent does not present any damages or anomalies and was expanded as expected. A product history record (phr) review of lot 294811 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses deployment difficulty - premature/in patient - during advancement¿ was confirmed through analysis of the returned device as the stent was received partially deployed. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural and/or handling factors may have contributed to the event as evidenced by kinks noted during analysis. According to the instructions for use, which are not intended as a mitigation of risk, ¿prepare stent delivery system. A. Open the outer box to reveal the pouch containing the stent and delivery catheter. B. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. C. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. D. If the distal tip is not seated in the outer sheath, loosen the tuohy borst valve on the handle and retract the pusher tube such that the distal tip will seat in the outer sheath. Tighten the tuohy borst valve by rotating the valve hub clockwise. E. Check to ensure that the touhy borst valve on the handle is tightened on the pusher tube.f. Use a 1-3 cc syringe to flush the outer sheath with sterile heparinized saline through the female luer on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath cannot be flushed do not use the device. G. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub attached to the pusher tube, until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device. 8. Introduce the stent delivery system. Advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process as the functional analysis was completed successfully; therefore, no corrective/preventive action will be taken.

Event description:
As reported, the release sheath of a smart flex 5x80 120cm self expanding stent system (ses) is opened when the stent enters a 7f non-cordis long sheath along a 0.035 non-cordis guidewire, and the stent is released in advance. There was no reported patient injury. The stent stuck out prematurely. The device was able to be removed easily from the patient. The stent was still attached to the delivery system upon removal. The device remained in one piece during its removal. The device was stored and prepped per the IFU. There was no difficulty experienced in prepping the device. It was verified prior to insertion that stent was contained within the outer sheath/introducer of the system. The guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. There was no vessel calcification. The target site was a mesenteric dissection. The device was not returned for evaluation as previously expected.

Event description:
As reported, the release sheath of a smart flex 5x80 120cm self expanding stent system (ses) is opened when the stent enters a 7f non-cordis long sheath along a 0.035 non-cordis guidewire, and the stent is released in advance. There was no reported patient injury. The stent stuck out prematurely. The device was able to be removed easily from the patient. The stent was still attached to the delivery system upon removal. The device remained in one piece during its removal. The device was stored and prepped per the IFU. There was no difficulty experienced in prepping the device. It was verified prior to insertion that stent was contained within the outer sheath/introducer of the system. The guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. There was no vessel calcification. The target site was a mesenteric dissection. The device is being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 294811 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.